Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stuck in standalone mode during the case. There was no impact on patient outcome. 2019-dec-27 additional information received. The imaging system was booted up incorrectly. Before the image acquisition system (ias) was fully booted up the mobile viewing station (mvs) was disconnected from the ias. This caused a firmware mismatch. This can only be fixed by a reboot. The software glitch should be fixed by next software release. The system checkout is not needed since the issue was resolved with a reboot.